Event description:
It was reported that an external blood leak was observed from the blood port of the filter of a prismaflex m150 set "shortly after the start" of continuous renal replacement therapy. The volume of blood loss was not known. There was no report medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplement report will be submitted.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.